Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated a power supply issue error code. There was no patient involvement.

Manufacturer narrative:
The customer replaced the battery and the issue was addressed. The ventilator passed all performance verification tests.